Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The procedure was done under general anesthesia. Additionally, fiducial markers were not administered prior to the placement procedure. During the procedure, the visualization and anatomy was difficult to navigate. During placement, the spaceoar needle snagged on the prostate capsule so the physician pulled the needle back and wen in for a second hydrodissection. The patient had a very prominent rectal hump and they tried to inject towards the base. After the procedure, on an unknown date, the patient had blood in the rectum, fever, and defecated gel-like material. The patient was brought to the emergency room (ER) and had a white blood cell count of 20,000. Computed tomography (CT) scan shows a radio-opaque gel in the space. The patient is reported to, clinically look well. The patient was treated with antibiotics. As of october 4, 2021 additional information was received confirming that no gel misplacement occurred. The patient received brachytherapy monotherapy and the patient condition is now stable and improving on antibiotics.